Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a lesion in the distal lcx with 90% stenosis and severe calcification. The lesion was pre-dilated at 8 atm for 8 seconds. The device was inspected prior to use with no issue noted. It is reported that the device could not pass the lesion. The physician removed the device and found that the forepart of the stent was deformed. It is not reported how the procedure was completed. The patient status is good. Evaluation summary the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen, the blockage could not be removed. The first two distal stent segments were partially flattened and deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results/conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (90% stenosis and severe calcification), deformation.